Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, the technical support instructed the patient to check all the connections and to reseat the gde. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a circuit disconnect on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.